Event description:
It was reported a 6f angio-seal mp vascular closure device was used to seal the arteriotomy site post percutaneous coronary intervention procedure. A pre-deployment angiogram was obtained. The dr inserted the guidewire for the device and the tip of the guidewire formed a loop at the exit of the sheath due to tortuous anatomy. The dr decided it was too difficult to insert the guidewire. The dr then tried inserting a radio-forcus by terumo guidewire (0.035") several times, but the wire could not be advanced over the sheath inside the artery. The puncture site was checked, and the dr found a perforation in the artery at the level of the iliac artery. The pt became hypotensive, had symptoms of hemorrhage and received a blood transfusion. One hour later, the angiography was performed by the cardiovascular surgeon. Four hours later, the angiography was completed. The awareness level of the pt was decreased. The dr reportedly stated the cause of the perforation was the long sheath that was used for the procedure.